Event description:
It was reported that t:slim x2 pump battery would not charge and power source alert appeared in pump history, even though customer used tandem charging cable, tandem wall adapter, and working wall outlet. There was no reported impact to the customer¿s blood glucose level. Customer followed technical support instructions to charge pump for extended time, tried different wall adapter, then switched to different charging cable, after which pump began charging, and technical support advised against regular use of third-party charging supplies and arranged replacement charging supplies, with no further assistance required.